Event description:
It was reported during catheterization, it was noted that the guidewire perforated through the catheter. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and a punctured hole was found at 5.4 cm from the distal tip. Catheter lumen. (B)(4).